Manufacturer narrative:
The embolic material was not returned for analysis as it was consumed in the intervention. There is no allegation that the onyx was defective or that a malfunction occurred during its use. Based on the reported information, there is no evidence suggesting that the onyx was defective, but rather the adverse events that were likely induced by the procedure, the anatomical location that was being embolized and the users technique. Linked events: 2029214-2017-00813 2029214-2017-00814 2029214-2017-00815.

Event description:
Citation: ¿results and complications of transarterial embolization of intracranial dural arteriovenous fistulas using onyx-18¿ xianli lv, m.d., chuhan jiang, m.d., youxiang li, m.d., j. Neurosurg. / volume 109 / december 2008 medtronic received report that 31 patients with intracranial dural arteriovenous fistulas davfs were treated with onyx 18. There were 10 women and 21 men, ranging in age from 23 to 60 years (mean 43 years). A (B)(6) male that presented with ich and received two transarterial embolization. Post the second embolization, the patient experienced vertigo, diplopia, blepharoptosis, ataxia, hemihypesthesia, and gustatory loss. On post procedure day 3, the mr imaging demonstrated infarctions of the left cerebellar hemisphere, the left side of the mesencephalic tegmentum, and the left middle cerebellar peduncle. A (B)(6) male that was reported to have experienced hemifacial hypesthesia, post the first embolization. A (B)(6) male that was reported to have experienced trigeminocardiac reflex. A (B)(6) male that was reported to have experienced trigeminocardiac reflex and hemifacial palsy. There was also report of reflexive bradycardia that was associated with the injection of liquid embolic material in 1 patient with a tentorial davf, and in 1 patient with a davf involving the inferior petrosal sinus. The explanation for the bradycardia in each case was a tcr. Embolization of the feeding vessels of the trigeminal and facial nerves associated with liquid embolic reflux occurred in the 3 patients with hemifacial hypesthesia or hemifacial palsy.